Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported " ruptured balloon" during use on patient. Iab was removed and second iab was inserted at the same insertion site. No patient injury or consequence reported. Patient current condition reported as "fine".

Event description:
It was reported " ruptured balloon" during use on patient. Iab was removed and second iab was inserted at the same insertion site. No patient injury or consequence reported. Patient current condition reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc). Upon return, the super arrow-flex (saf) sheath was noted on the iabc bladder; the distal end of the saf sheath was noted at approximately 20cm from the iabc distal tip. The one-way valve was tethered to the short driveline tubing. A non-teleflex arterial pressure tubing was connected to the iabc luer; clear fluid was noted within the ap tubing. The supplied data-scope inflation driveline tubing was noted connected to the iabc short driveline tubing; dried blood was noted within the inflation driveline tubing. The exposed portion of the bladder was fully wrapped. Dried blood was noted on the exterior surfaces of the returned iabc; dried blood was also noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0066in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The one-way valve was connected to the iabc short driveline tubing, and a negative vacuum was pulled on the returned iabc. While maintaining negative pressure, the super arrow-flex (saf) sheath moved from the iabc bladder and towards the iabc bifurcate with minimal force required. Upon removal of the sheath, the iabc bladder appeared typical with no damage or abnormalities noted. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, a puncture on the iabc bladder, consistent with contact from a sharp object, was noted at approximately 22cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspected is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.